Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentation on the outer face of the distal pulley and damaged insulation to the conductor wire that potentially contributed to the frayed grip cable. There were no pieces missing. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. A frayed grip cable potentially contributed to the damaged insulation.

Event description:
It was reported that during a vinci-assisted radical cystectomy with ileal conduit surgical procedure, the maryland bipolar forceps had a broken wire. The procedure was completed with no reported injury.